Event description:
The core impaction drill was sent for eval due to overheating testing. The event occurred during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
No problems were found; the device functioned according to specification. The device was cleaned, lubricated, adjusted and returned to the customer.